Event description:
The customer reported to olympus that this rotating cf resectoscope inner sheath was found broken during reprocessing. There was no patient involved in this event.

Manufacturer narrative:
The device has been returned to olympus. Initial evaluation revealed a missing beak. No other defects or failures were noted. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
H4: the device was manufactured in august 2019. The final manufacturing date was not provided in the dhrs. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure was likely due to user mishandling. Ceramic tip facture had been addressed by the olympus. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. This complaint device has a newly designed tip as it was produced after corrective actions were taken. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use). The IFU states: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." "Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." Olympus will continue to monitor field performance for this device.